Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned, the evaluation is currently underway.

Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter leg had detached, was endothelialized in the cava and could not be removed. The filter was successfully removed. There was no reported injury to the asymptomatic patient. The filter had an indwell time of 690 days.